Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had as motor safety circuit failed test alarm followed by critical pump error with picture with a cross over it on the screen. Customer's blood glucose level was 10 mmol/l. The customer was assisted with troubleshooting. Customer was unable to clear the insulin pump errors, power loss alarm and program the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and unable to download, problem isolated to the electronic assembly. Unable to verify pump error 40 alarm, power loss alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error . Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.